Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, (B)(6) asystole episodes were noted due to external interference. The device remains implanted and will continue to be monitored. The patient is in stable condition.